Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that during a routine follow-up, this patients device and rv lead were exhibiting loss of capture and an increase in threshold measurements. The patient had an underlying rhythm and no asystole of greater than two seconds was noted. Oversensed noise was also observed and the field rep. Suspects an insulation issue with the rv lead. No intervention has been performed at this time and the rv lead continues to remain implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The implant date was not provided.